Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed upon deployment. The collagen pad was noted to be only partially deployed into the tissue. The non implanted portion was removed. Manual compression of the femoral artery groin region was held for about ten to fifteen minutes until hemostasis was achieved. There was no reported patient injury. After angiogram and indvidual arterial branch embolizations, the physician withdrew the unknown catheter, the unknown 5f sheath, with partial successful deployment of the mynx device. The collagen pad was noted to be only partially deployed. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed upon deployment. The collagen pad was noted to be only partially deployed into the tissue. The non-implanted portion was removed. Manual compression of the femoral artery groin region was held for about ten to fifteen minutes until hemostasis was achieved. There was no reported patient injury. After angiogram and individual arterial branch embolizations, the physician withdrew the unknown catheter, the unknown 5f sheath, with partial successful deployment of the mynx device. The collagen pad was noted to be only partially deployed. The device will not be returned for evaluation. The reported event of ¿sealant misdeployment-partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, handling-related factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which can result in the sealant being misdeployed. Based on the information available for review, there is no indication that suggests the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.